Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to a damaged infusion set and reservoir as the pump alerted a blocked insulin flow. The blood glucose level was high and the patient was treated with a manual injection. The infusion set had been in use for one day. No further information available.